Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a spontaneous capsular tear during a laser assisted cataract procedure. The tear went through the capsulotomy and back through the center of the posterior capsule. Vitreous leaked into the anterior chamber and a vitrectomy was performed. The capsulotomy was free floating and fine but the surgeon believes the cause was laser related.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).